Event description:
It was reported that during an implantable pulse generator (ipg) upgrade procedure, it was discovered that one of the leads had high impedances. The physician mentioned that the lead appeared to be frayed. The impedance was still present postoperatively; however, the boston scientific representative did not use the contact that had an impedance during programming. Additional information was received that the patient underwent a procedure wherein one of the spinal cord stimulator (scs) leads (sc-2218-50 sn: (B)(6)) was replaced. The patient was doing well postoperatively, and the explanted lead was not returned as it was kept by the medical facility. Another additional information that the other leads was explanted. Hospital wouldn't release the product.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 21459496 UDI: (B)(4).

Event description:
It was reported that during an implantable pulse generator (ipg) upgrade procedure, the physician mentioned that the lead appeared to be frayed. The explanted ipg was not returned. No further information has been obtained.